Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (hand instrument) was not returned along with complaint needle, but material and batch number was notated at the time the case was opened (ar-13999mf/batch 84403). Confirmed the needle strip thickness and width dimensions to be within specification.

Event description:
It was reported that during a rotator cuff repair procedure, the tip of the scorpion needle, ar-13995n, broke off while passing fibertape. The surgeon was on the third pass of a speedbridge construct. There was no bone contact; the tip broke off in the tissue. Additional information provided 5/9/2019: the needle was left embedded in the patient's tissue and a new needle was opened and used to complete the case with no further incident.